Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. Prior to sensor insertion the area was cleansed with alcohol. On 11/23/2023, the patient developed a skin reaction that consisted of pustules at the needle puncture site. The parent consulted a healthcare provider who prescribed oral antibiotics (cefalexin) on 11/23/2023 for the infection. After treatment the area healed a few days later. The patient was in good condition after the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).